Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's blood glucose was 44 mg/dl and their sensor glucose read 159 mg/dl. The customer also reported receiving a calibration error alert on their sensor. No additional information provided.